Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system produced driveline fault and yellow wrench alarms. X-ray images reviewed by the manufacturer¿s technical services representative did not reveal obvious areas of concern on the percutaneous lead (driveline). A percutaneous lead (driveline) replacement was performed on (B)(6) 2017. No additional driveline faults were reported. There was no adverse patient impact reported for this event. No additional information was provided.

Manufacturer narrative:
Concomitant device - heartmate ii system controller, serial number (B)(4), manufacture date: 09/23/2014. The reported driveline fault alarms were confirmed through the analysis of the submitted system controller log file. Driveline fault alarms became active on (B)(6) 2017 at 03:39 and continued through till the end of the log file at 14:40. Approximately 17 inches of the distal end/external portion of the driveline was replaced and returned for evaluation. The examination of the returned portion of the driveline found some breakdown of the metal braided shield along the connector bend relief. Electrical continuity testing did not reveal any discontinuities or shorts and visual inspection of the wires found them to be unremarkable. The driveline segment was tested using a system controller on a mock circulatory loop and the reported driveline fault alarm could not be reproduced. X-ray images of the internal and external portions of the driveline were review and appeared unremarkable for potential wire damage. A correlation between the driveline and the driveline fault alarms could not be determined. The captured events appeared to be potentially due to the sensitivity of the system controller¿s driveline fault detection circuitry. No driveline fault alarms were captured on the submitted log file from the patient¿s backup system controller; however, the returned system controller was functionally tested and found to operate as intended during analysis. The cause of the alarms could not be conclusively determined. The patient remains ongoing on lvad support and no further issues have occurred since the external portion of the driveline was replaced and the system controller was exchanged. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no additional alarms have occurred as of 04/24/2017.